Event description:
The hospotal reported that during the saphenous vein harvesting procedure, the scissors did not cauterize the vein. The hospital did not provide any additional information. No patient complications were reported.